Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0qrep, implanted: (B)(6) 2017, product type: lead product ID: 3888-45, lot# va0qrep, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: va0qrep, (B)(6), (B)(4); product ID: 3888-45, serial/lot #: va0qrep, (B)(6), (B)(4). Concomitant medical products: the patient had multiple leads implanted and it was not clear which issues pertained to which lead. Both leads have been referenced in this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical/neck/ spinal pain. It was reported that the patient complained of a burning feeling on the right lead side so the plan was to go in and replace the right lead. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made to reflect most accurate device code for the other applicable components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The replacement is scheduled on (B)(6) 2018.

Manufacturer narrative:
A correction was made. The event was both an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.